Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. After insertion of the device into the arteriotomy, it was reported there was no blood flow from the marker lumen. The physician attempted to pull the device back, but encountered "massive resistance." The foot was reported to be deployed with resistance, although mark had not been obtained. The physician attempted to park the foot, but was unable to put the lever into the parked position. The device was removed from the artery with the foot deployed. Manual compression was applied to achieve hemostasis. The patient was discharged from the facility as expected. There was no report of adverse patient effect.